Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The cause of the rite failure of failed fill 1 volumetric accuracy was undetermined. A service history review revealed no previous service events were related to the reported condition. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a therapy monitored volume failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation have begun, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.